Event description:
It was reported that an ilet user received an alert 38 indicating a motor stall during a supply change, experienced repeated ¿unable to proceed¿ alerts, and after guided troubleshooting that included force restart, multiple dry runs, and replacement of supplies, the issue resolved upon changing the connector; the supply change was then completed successfully. Symptoms included hyperglycemia with a blood glucose of 229 mg/dl attributed to disruption of insulin delivery during the supply change. Outcomes included temporary interruption of insulin delivery without injury or hospitalization. Investigation included remote troubleshooting, functional checks via dry runs, and stepwise component replacement. Investigation of this case revealed a device motor stall event associated with the infusion set/connector interface, with restoration of normal function after connector replacement, consistent with a transient mechanical obstruction or connector-related delivery impediment. It was concluded, based on previously established findings for similar reports, that the cause was a connector-related mechanical issue leading to a temporary stalled motor condition that resolved with component replacement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.